Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The leadless pacemaker was returned for the reported event of helix deformation. Visual inspection found the helix length was not within specification consistent with procedural damage. Longevity assessment showed the device was operating normally. Further analysis performed found no anomalies. The reported event of helix deformation was confirmed and attributed to procedural damage.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the helix of the leadless pacemaker was deformed. The reported leadless pacemaker was not installed and the procedure was completed with a new leadless pacemaker on (B)(6) 2023. The patient was in stable condition.